Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the perfusionist set the unit at 30 degrees celsius and the unit went into "over temperature" mode. It went to 42 degrees celsius. The device was not changed out as the perfusionist put cool water into the tank and was able to use the unit to complete the case. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded.